Event description:
The head of the qwix screw fractured during foot surgery. It was removed and replaced. There were no pt injury, surgery was not delayed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.